Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a patient alert for high and low, out of range, high voltage lead impedance. Varying high voltage lead impedance values were observed with pocket manipulations. Lead revision is planned.

Manufacturer narrative:
A partial lead measuring 56.9cm was returned in two segments for analysis. External insulation abrasion was noted at 8.9-9.4cm and 16.9-18.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations. This is consistent with the observation from the field of high hv lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that lead to can abrasion was observed during the lead explant procedure. The patient was stable post procedure.